Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, extension sleeve was damaged, missing balls and cages not present and the ball bearings fell apart. It was also noted that the device failed pre-test for lock operation, temperature and cutter insertion (ball bearings). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was originally reported as november 7th, 2017 and has been updated to december 9, 2017. Upon further evaluation of the returned device it was determined by reliability engineering that the it was determined that the reported condition could not be confirmed. It was further determined however, that the device failed cutter insertion assessment and the bearings were corroded and broken preventing the cutter from being inserted. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.